Event description:
Leica biosystem received a complaint regarding sub-optimal processing of tissue in approximately 350 cassettes from two (2) processing runs; and requested advice/assistance for re-processing the affected samples. On (B)(6) 2014, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.